Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 590mg/dl. The mother stated that the customer was vomiting prior to his admission. The caller stated that the customer wanted to give him a bolus for his blood glucose, but the bolus wizard is not recommending any. Advised the mother that he has active insulin to cover his blood glucose. The mother stated that the customer is still in the intensive care unit due to his high blood glucose, but she does not believe the insulin pump is the issue. The mother stated that the doctor changed the settings and the insulin pump is functioning at this time. No further information was provided.